Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power-up event, without an associated motor start event, logged on (B)(6) 2012 at 00:56:14. A clock change event was simultaneously logged at 00:56:14, at which point the controller's date was set to (B)(6) 2012. Of note, no pump ID setting events had been logged prior to this power-up event. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time of the controller to match the date/time of the monitor. Analysis of the event log file revealed that various settings, including the pump ID, patient ID, and speed were set following the power-up and clock change events. An additional controller power-up event, with an associated motor start event, was then logged at 00:58:30, indicating that the controller was put into use with the pump following the reported controller exchange. Review of the data log file revealed that the controller was not in use prior to the power-up events; the first data point was logged at 00:59:07 on (B)(6) 2012. Of note, no alarm log file was available for analysis. As a result, the reported wrong date event was confirmed. However, the reported data transfer error event could not be confirmed; it is likely that the incorrect date event was perceived as an issue that occurred during the data transfer. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during log file review there was a data transfer error. It was noted that it appeared a wrong date was set in the controller when the controller was previously exchanged. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62 lead <(>&<)> dvab1d4 ICD, implant date: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.